Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low impedance measurements of 250 ohms, decreased r-wave measurements and loss of capture (loc). A lead revision was performed were this lead was surgically abandoned. The original implant was done on the patient's right side, however due to an occluded vein, the new lead and pacing system were successfully implanted on the patient's left side. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.